Event description:
The customer stated that her blood glucose was tested using her contour meter and the reading was 203 mg/dl. Her glucose was retested 5 minutes later using another meter and the reading was 103 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the contour system showed it to be operating as designed. No product will be returned for eval.